Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter: during a roux-en-y, on one reload, the suture broke off the needle as it was in the jaws of the device. The needle stayed in place and was removed. A new reload was loaded, after several bites of tissue and successful passes the needle became dislodged in the tissue and did not successfully pass from one jaw to the next. The doctor had to retrieve the needle from the tissue. On the second reload fail, the needle was lodged in tissue. To correct the condition the needle was pulled out with graspers.